Manufacturer narrative:
The cobas c 703 analytical unit serial number is (B)(6).

Event description:
The initial reporter received a questionable creatinine plus ver.2 result from one patient sample tested on the cobas c 703 analytical unit. The initial result was 4.99 mg/dl with a data flag. The first repeat result was 0.797 mg/dl. The second repeat result was 0.810 mg/dl. The initial result deviated from the previous result of 0.89 mg/dl, prompting a rerun. The repeat result of 0.797 mg/dl was reported.